Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to verify a33 alarms or perform prime test due to motor error alarm also, unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error. However, the insulin pump had normal operating current and passed self test, off no power test and the displacement test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a compromised force sensor system alarm. The customer's blood glucose level was 160 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.